Event description:
It was reported that there was unrestricted fluid flow through a peritoneal dialysis (pd) transfer set with the twist clamp in the closed position. This occurred during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection performed with the naked eye which noted the occlude feet were broken. Functional testing including leak testing, clear passage testing and clamp function testing were performed. No issues were observed during the clear passage test. Leak testing and clamp function testing identified a flow through the set with the twist clamp in closed position. The broken occlude (located beneath the twist sleeve on the mainbody of the twist clamp) is the cause of the leak, fluid flow through the set. The reported condition was verified. The cause of the condition could not be determined; however, a possible cause is exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging which can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.